Event description:
It was reported that the right ventricular lead was possibly fractured. There was no capture, and high pacing impedance and oversensing indicative of lead noise were noted. The lead was programmed off by programming an atrial-only pacing mode (aair). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the pacing impedance was steady at 500 ohms, but then spiked to greater than 1500 ohms the week of (B)(6) 2014. It was stable again until the week of (B)(6) 2015 when it began to vary. A maximum impedance of greater than 4000 ohms started (B)(6) 2015 and a lead warning was triggered. (B)(4).